Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices' balloon deflated directly after inflation. All three devices was used and has the same failure and required reintubation three times in a row.